Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex device has been returned and evaluation is in progress. A follow-up MDR will be submitted when evaluation is complete. Suspect medical device brand name: pipeline flex with shield technology model number: ped2-450-12. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex with shield did not open complete during a procedure; it was reported that the distal segment of the flow diverter did not fully appose the vessel wall. The pipeline flex with shield was removed from the patient. An alternate pipeline flex was used and angiographic images were good. There were no reports of patient injury in connection with this event.

Manufacturer narrative:
Evaluation codes - additional information, device evaluation. Device evaluation the pipeline flex with shield pushwire and braid were returned for evaluation. As received, the pushwire was within the introducer sheath and was pushed out for further examination. The braid was not attached to the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The braid was observed to be fully open with slight fraying on both ends. The distal hypotube was observed to be stretched with the ptfe tubing still intact. Based on the analysis findings, provided photos, and event details, the report of pipeline flex with shield failure to open on the distal end could not be confirmed. The cause for the reported experience could not be determined as the returned pipeline flex with shield technology braid was observed to be fully open. It is possible that the fraying damage to the braid and the patient¿s severely tortuous vessel anatomy contributed to the reported issue. It is possible that the damage to the braid is the result of the physician resheathing the device more than the recommended two times. In addition, the distal hypotube was also observed to be damaged (stretched); however, the cause for the stretching damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU): the user should "resheathing the pipeline flex embolization device with shield technology more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.